Event description:
On (B)(6) 2011, a male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair and the procedure was completed without endoleaks. At a year after follow-up, the size of aaa had not changed. At 2 years after follow-up, expansion of the aaa was confirmed. The longer side of the aaa was expanded. Type ii endoleak was confirmed by intravascular ultrasound and aog was performed. The physician determined the type ii endoleak was not a big problem since the vessel of type ii endoleak was small. Wait-and-see approach was taken. At 3 years after follow-up, increase of fdp and d dimer was confirmed. Wait-and-see approach was taken, and after 2 months from this follow-up, the aaa ruptured on (B)(6) 2014, proximal type I endoleak was confirmed and vessel replacement with artificial vessel was performed, but the patient deceased due to aaa rupture. Autopsy was not conducted. The physician commented that no big endoleak was confirmed during placement and follow-ups. I think that the proximal neck expanded by type ii endoleak and is caused type ia endoleak, and the type ia endoleak made a large blood flow into the aaa and rupture occurred. I don't think it was due to device failure.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.